Event description:
It was reported that the tip of the fiber broke off. The procedure was completed with another fiber. The patient outcome was reported as stable.

Event description:
It was reported that the tip of the fiber broke off. The procedure was completed with another fiber. The patient outcome was reported as stable.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Cap wear is a known inherent risk of the device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis found the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Due to the circumferential fracture on the distal side during analysis, the potential for forward firing may occurred. Based on the observed circumferential fracture on the distal side, a conclusion code cause of design inadequate for purpose was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the circumferential fracture.